Event description:
At 0406 hours, patient found unresponsive in bed; patient was pulseless & apneic. Code blue called while patient given acls; crash cart in room; code team arrived at 0410. Patient's rhythm asystolic and acls protocol continued. At 0419 hours, cardiac rhythm is fine ventricular fibrillation. Pads applied to patient; defibrillator changed to 200 joules & discharged. No movement from patient; cables between patient & defibrillator charged to 300 joules & discharged at 0420 hours. Discharge to patient not successful. Disposable pads replaced and defibrillator changed to 360 joules; no discharge to patient. Another defibrillator arrived at 0422 hours; this had been requested after first discharge failure. Cables from second set of pads attached to second defibrillator and discharge of 360 joules to patient successful. Patient's cardiac rhythm did not convert to sinus rhythm. Acls continued but patient remains unresponsive. Code discontinued at 0456 hours and patient pronounced dead.